Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy while using a tsw35 the device was extremely hard to fire and arm was hard to open once fired. The reload also fell out into the pt. The surgeon was able to remove the reload from the pt. There was no consequence to the pt. 10/1/97. The rep reports a new tsw35 was opened to complete the case without incident.